Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A complete lead was returned in two pieces measuring 22.5 cm of the connector portion and 37.1 cm of the distal portion. Final analysis found an external insulation abrasion noted at 13.4 cm to 13.7 cm from the connector pin consistent with lead friction to the can. The other damages found are consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.